Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number.. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn (B)(4) 120.4610 error. Ask if there was a non-alaris battery on unit. Biomed did have a non-alaris battery on unit. Let bio med know that the non-alaris battery can cause this error. Recommend to put an alaris battery on unit and charge unit fully to see if error goes away. If error persist check battery harness and replace power supply board. Gave part number to power supply board and transfer to patty com for pricing